Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation since implant. Reprogramming attempts were made to address the issue; however, the issue remains unresolved. Subsequently, surgical intervention was undertaken (exact date is unknown) during which the physician attempted to reposition the lead; however, due to scar tissue, the lead remained at the same location. Effective stimulation was regained post-operative by switching to a different mode of stimulation.